Event description:
It was reported that after implant the patient¿s dyskinesia problem in both of their limbs did not get better. The patient¿s system was checked in (B)(6) 2008 and the healthcare professional (hcp) stated the lead was implanted too shallow and that impacted the effect. The hcp suggested the patient do a replacement surgery. A new implantable neurostimulator (ins), leads, and extensions were implanted on the patient other side of their body. The ins and leads implanted in 2004 were not explanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2004, product type: lead. (B)(4).